Event description:
Facility stated that the head will not stay up. No injury alleged.

Manufacturer narrative:
Technician found. Manual CPR release valve leaking, causing head hydraulic cylinder to slowly loose pressure. Replaced manual CPR release valve to resolve this issue. Bed located in ground floor storage.